Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. D4: lot number unknown / not provided . D10: bopt5410, 3i t3 tapered implant 5/4 x 10mm/lot number-2021071455. D10: therapy date unknown/not provided. E1: last/given name unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is still in temporary prosthesis and the fixed appliance and implant at tooth location #4 was noted to be loose. The implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. H10: narrative/data was updated. Zimvie received one the reported abutment for evaluation. Visual evaluation and a functional test was performed, there was signs of use with rust and bone debris on the abutments fingers. The abutment was able to engage and retain the implant as intended. The alleged loosening event is non-verifiable. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the (B)(6) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment screw is not torqued to specification. However, a definitive root cause could not be determined. Therefore, based on the available information, device malfunction did not occur. The abutment engaged and disengaged from an in-house implant. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.